Event description:
According to the reporter: during preparation for surgery, the balloon could not be inflated. There might be a torn part. The device was not used for a pt. Another device was opened and used to complete the procedure. No pt injury reported.

Manufacturer narrative:
(B)(4).